Event description:
The patient reports she experienced an infection after her ipg was replaced (reference MFR. Report:1627487-2014-8443). The patient reports a skin infection developed post surgery. The patient stated the infection was treated with two courses of antibiotic and antifungals and antibiotics as an outpatient. The infection has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.